Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a known outflow graft kink. Additional information was provided that the kink was first identified (B)(6) 2021 through cardiac computed tomography angiogram (cta) showing mild kinking of the outflow graft just distal to the outflow bend relief. Symptoms observed were reported as persistent dilation of the left ventricle. The patient's speed was increased, and the patient was optimized with a right heart catheterization.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft kink cannot be conclusively determined through this investigation as no images were provided by the account and no product was returned for investigation. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas (left ventricular assist system) IFU (instructions for use) is currently available. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.